Event description:
It was reported that approximately one month after implant, left ventricular (lv) lead impedance increased. It was also reported that there was a gap at the connector; the connection became bad one month after implant, and re operation was performed to reconnect the lead. Lv remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.